Event description:
A user facility reported to fresenius that a 2008t hemodialysis (hd) machine was giving a conductivity low alarm. A field service technician (fst) was dispatched to the facility to evaluate the machine. The 2008t machine was out of service when the fst arrived onsite. The fst ran the machine in rinse and encountered a flow inlet error and check acid pump alarm. They noticed that the diasafe filter required replacement as it was thirty days past due. The fst indicated that this was possibly causing the flow inlet error. The diasafe filter was replaced. The fst noticed a burning smell, and thermal decomposition was identified once the distribution box was opened. The fst stated the distribution box 2 board and cable were burnt due to leaked concentrate. Photos were provided for review. The fst stated valve 105 looked rusted, and the acid port pressure transducer had signs of thermal decomposition - both parts are components of the distribution board assembly. The fst replaced the distribution board assembly and cable. The machine was still giving a flow inlet error after these parts were replaced. The biomed then replaced the actuator board and the bibag interface board and the alarm went away. There were no signs of smoke, sparks or flames. The fst was not made aware of this machine having past problems with failing the electrical leakage test. The machine was confirmed to be plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per documentation on the service report, the machine had logged 11,590 operating hours at the time of evaluation. All replaced parts were confirmed to be original fresenius parts on the machine. Upon completion of the repair, the machine passed all functional checks and was returned to the customer for continued use. The distribution board assembly was discarded. The actuator board and bibag interface board were available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.